Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphonephone_control_ios cloud - omnipod 5 software app version 2.1.0 cloud - operating system 18.7 cloud - hardware iphone16.1 cloud - cgm sensor type data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 290 mg/dl while wearing the pod between 24 and 36 hours. The adhesive was reportedly coming loose and not sticking well from the infusion site on the patient's arm. When the patient removed the pod, they reported that the cannula was dislodged and bent. As treatment, a new pod was applied.